Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had vertical green lines which resulted in the customer experiencing difficulties reading the screen. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.